Manufacturer narrative:
(B)(4). Device not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol) a small particle was found on the iol. The particle was successfully extracted with the use of forceps without any incision enlargement or sutures. The lens was reported to be clear and to date it remains implanted in the eye. Patient outcome was reported as normal.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as to date it remains implanted. The debris was returned and was analysed. The analysis by fourier transform infrared (ftir) spectroscopy of the foreign debris showed that the material is consist with abs (acrylonitrile/butadiene/styrene). The plunger component material in the pcb00 device is abs. The customer's reported complaint was verified in the returned foreign material. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. The search revealed that no other complaint was received for this production order number. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. All pertinent information available to abbott medical optics has been submitted.